Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in emergency room experiencing light-headedness, dizziness, and fatigue. During device interrogation, the right ventricular lead exhibited high impedance and loss of capture. Lead fracture was also noted. Device was reprogrammed and patient's symptoms were resolved. The rv lead was capped and replaced on (B)(6) 2018. Patient was stable throughout the event.